Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's internal cable tore, suddenly exposing the wires dangerously. Another instrument was taken to complete the case. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a robotic hysterectomy procedure was being performed when the issue occurred, the surgeon experimented issues related to opening/closing of the instrument's grips and noticed 3-4 approx silver cables visibly protruding from the distal end, near the crotch of the instrument. There wasn't any loss of cautery functionality, no arcing was observed nor signs of thermal damage at site of breakage. Also, the instrument didn't collide with any other instruments during the procedure and no fragments fell inside of the patient¿s anatomy.